Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently the vessel morphology was reported as there is disease progression with aortic neck dilatation. It was reported that the stent graft has migrated distally and there is a proximal type I endoleak present. The physician implanted an endurant aui 32x14x102, endurant iliac limb 16x16x93 and an occluder. There was a femoral to femoral bypass performed. The migration and type I endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).